Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The device has been returned for evaluation. The investigation is unconfirmed for balloon rupture; however, the investigation is confirmed for external leak/partial break in the inflation lumen, as functional testing revealed a leak at a partial split just distal to the blue hub. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 000724 feeding device experienced a deflation problem and a fluid leak. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.